Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet.

Event description:
It was reported during da vinci sigmoid colectomy surgical procedure, the universal surgical manipulator (usm) 2 had recoverable faults. The customer power cycled the system and continued with the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related faults. However, the usm2 was continuing to fault with error 32100. The tse walked the customer through performing a hard power cycle on the patient side cart (psc), but the fault returned on startup. The customer was converting to another da vinci system and proceeding with the procedure as planned. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. The unit was returned for error 32100. The error was confirmed and replicated. The unit was tested on an in-house system where it failed with errors 32100, 32096, and 32098.

Event description:
Refer to h10/h11 for follow-up information.